Event description:
Dealer is stating that the bolts are rusted on the base, causing the bolt to break off at the base frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.